Event description:
During an incident in 2001 involving a male patient, this defibrillator being used with kendall monitor pads, shut off after approximately 5 mm. The unit was powered on again to monitor an it shut down again, after a few mm. The batteries are good.